Event description:
It was reported that the patient realized her battery was "unable to be charged." The patient wanted to know the process to "reboot" her stimulation. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3998 lot# l74873, implanted: 2000 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2008 (B)(6), product type recharger product ID, 37743 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID, 37082-60 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension (B)(4).